Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having been injected with juvéderm volbella with lidocaine in the midface (cheeks and tear trough). Patient was given prilox prior to injection and ice post injection. Patient developed swelling on the tear trough post injection. Patient was treated with hylase and symptoms resolved the same day.